Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, a few different catheters were used as there was slitting difficulty that caused the left ventricular (lv) lead to dislodge. It was noted that the catheters kept breaking and that the valves were very difficult to pass through. One of the catheters became stuck in the valve during the lead implant. A different lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. The catheter shaft was torn. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned in two pieces. The slitter was not returned. Slitting had started and terminated two times on the hub of the delivery catheter. Slitting did not start on the centerline of the hub of the delivery catheter. The hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. There were chatter marks on the shaft of the delivery catheter during slitting. The shaft of the delivery catheter was torn at 41 cm. Slitting had terminated and restarted at 47 cm. The shaft of the delivery catheter was torn apart at 55 cm. Lead insertion was not able to be performed as the hemostasis valve was already slit and the valve tool was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.